Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 analyzer and found the mixer paddle was bent and a screw that connected at the outlet of ise sample pot was loose. The fse replaced the mixer paddle and the buffer valves and tightened the connection to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for ion selective electrode (ise) including sodium, potassium and chloride on their au680 clinical chemistry analyzer. The customer repeated the patient sample and obtained normal results. The customer did not report the initial high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.